Manufacturer narrative:
The events of healing delayed and extrusion are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of extrusion as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Healthcare professional reported implantation of seri on (B)(6) 2014 during breast reduction surgery. Post-implantation, on (B)(6) 2014, the patient presented with "chronic l breast open wounds with exposed seri" and "she drained from both breasts overnight serous clear fluid and has two small punctate openings at the junction of the lower scars." Healthcare professional described the event as "delayed wound healing", and "over time, the wounds enlarged and the body walled off the seri". Keflex was prescribed, on (B)(6) 2014, patient began "hyperbaric therapy" to treat the open wounds showing exposed seri on (B)(6) 2014, healthcare professional performed "sharp excisional debridement" to both "open wounds with exposed unincorporated seri, and a portion of the seri was removed. A portion of the device remains implanted and is unavailable for return.